Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy procedure. For the first firing, connected the reload and adapter to the powered stapling handle. Checked the opening and closing of the jaws and confirmed that the three indicator lights of the handle, adapter, and reload were all illuminated green. The device was inserted into the trocar, clamped the stomach, and tried to push the green firing mode button. However, the handle indicator flashed green, the status indicators were illuminated blue, and the three firing progress indicators illuminated red. The surgeon tried to open the jaws, however, could not open them and could not remove the reload from the tissue. In the surgical field, removed the adapter and powered stapling handle, and then connected another powered stapling handle. Could then open the jaws and remove the reload from the tissue. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy procedure. For the first firing, connected the reload and adapter to the powered stapling handle. Checked the opening and closing of the jaws and confirmed that the three indicator lights of the handle, adapter, and reload were all illuminated green. The device was inserted into the trocar, clamped the stomach, and tried to push the green firing mode button. However, the handle indicator flashed green, the status indicators were illuminated blue, and the three firing progress indicators illuminated red. The surgeon tried to open the jaws, however, could not open them and could not remove the reload from the tissue. In the surgical field, removed the adapter and powered stapling handle, and then connected another powered stapling handle. Could then open the jaws and remove the reload from the tissue. Replaced by another manufacturer's device and the stapling was completed. There was no patient harm. The status of the patient is reported as no problem.